Event description:
It was reported the pt lost effective stimulation coverage following a spinal fusion surgery. Images taken after the surgery confirmed the lead had migrated. Reprogramming was attempted to regain coverage to no avail. The sjm associate will f/u with the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.